Manufacturer narrative:
The local area field representative was contacted for additional information , however at this time no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The rv lead pacing impedances also increased form 400 ohms to 621 ohms. The patient's pace/sense rv lead is a non-boston scientific product. It was also noted that on the presenting electrogram (egm) the shock channel was flat. Boston scientific technical services (ts) noted the rv lead amplitude had been within normal limits and on the last daily measurement the device was not able to obtain an amplitude measurement. This ICD and rv lead remain in service. No adverse patient effects were reported.